Manufacturer narrative:
First name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "skin necrosis," "blood flow disorder," "implant exposed," and "skin necrosis (incision wound)." Are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "skin necrosis," "blood flow disorder," "implant exposed," and "skin necrosis (incision wound)."

Event description:
Healthcare professional reported for right side "skin necrosis," "blood flow disorder," "implant exposed," and "skin necrosis (incision wound)." Status of device is unknown.